Manufacturer narrative:
Sc-2218-50 (sn (B)(4)): device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all of the cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations were 1 cm from both sides of the set screw mark of the clik anchor. There were no exposed cables at the fracture locations. Sc-2218-50 (sn (B)(4)) device evaluation indicated that the complaint has been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that all cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. The broken cables are still contained inside the lead body. Additionally, visual inspection revealed that the lead proximal end is fractured between contacts # 7 and 8. The root cause of the damage is unknown.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the leads were replaced due to suspected device malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the leads were replaced due to suspected device malfunction. The patient was doing well postoperatively.